Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2022, the patient was hospitalized in the ICU of the hospital, and the vital signs of the patient were monitored for several days. On the morning of (B)(6) 2022, there was no alarm for blood oxygen signal monitoring. It was normal after replacing the blood oxygen finger cuff. No harm was caused to the patient.

Event description:
On (B)(6) 2022, the patient was hospitalized in the ICU of the hospital, and the vital signs of the patient were monitored for several days. On the morning of (B)(6) 2022, there was no alarm for blood oxygen signal monitoring. It was normal after replacing the blood oxygen finger cuff. No harm was caused to the patient. A philips field service engineer (fse) worked with the customer, and confirmed the reported issue. The monitor displayed audio and inoperative (inop) messages; the monitor works normally. The issue was confirmed to have been caused by a faulty spo2 probe/sensor, which was replaced to resolve the issue. No further action is required at this time.